Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report an intermittent audio output on (B)(6) 2016. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.